Manufacturer narrative:
E1: address line 2 (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing of downstream occlusion (dso), and event history log (ehl) review, the customer problem was duplicated. The pump was found to fail the downstream occlusion test. The cause of the customer reported problem was the contamination found at the dso sensor area. After investigation the results indicated a reportable malfunction due to the contamination at the dso sensor area that caused downstream occlusion testing to fail. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and main board, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported the downstream occlusion (dso) seal had a bubble on the bottom. Analysis of the device failed a dso test. There was unknown patient involvement and unknown harm/adverse event reported.